Event description:
It was reported that the patient with this pacemaker experienced cardiac arrest. The patient was treated in a hospital setting. Upon device check, loss of capture (loc) was observed. Thresholds and impedance measurements were found stable. Device data did not show any suspicious errors or resets. Additionally, there was no record of the event. Boston scientific technical services (ts) was consulted, and further system evaluation was recommended. Further information confirmed this patient died from worsening heart failure. No allegation was made in relation to the patient's passing and the operation of the pacemaker. The pacemaker was buried with the patient. No adverse patient effects were reported.